Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter in an effort to retrieve additional case information. No response was received. Baxter (B)(4) completed the investigation. Sample evaluation could not be performed as no sample was provided. Batch review was performed for the reported lot and it was determined all release/testing specifications were met. No trend identified. Per (B)(4), a review of details of the complaint and medical assessment indicated that no further investigation is necessary as the batch record review confirmed the product lot met all release specifications. Customer closure letter was sent notifying closure of complaint and requesting a final written attempt for additional information. If additional information is received in the future, the case will be re-opened and re-assessed. This case will be kept on file for trending purposes.

Event description:
It was reported by a customer that he has experienced three (3) early onset of infection in which actifuse was used. Patient 1 of 3 (lot # els80g091tp): initials (B)(6) (female): part number 78051 (5ml abx) - qty 2 - lot # els80g091tp; part number 78052 (10ml abx) - qty 2 - lot # els80g023op, els80g023qp; date of surgery: (B)(6) 2013; other products implanted: xspine axle hardware, biogennix proosteon sticks, xspine h graft; issue: dural erosion due to inflammation - reaction to actifuse. Xspine axle hardware removed. Csf leak repaired and biomet screws were placed. All cases have happened at (B)(6). No further information provided.

Manufacturer narrative:
(B)(4). Baxter medical assessment: csf fistulas may occur due to an incidental durotomy, during intradural surgery, or from trauma or congenital abnormality. The majority of csf fistulas are iatrogenic and occur in the posterior lumbar region following surgery. An inflammatory reaction is not able to cause a postop. Csf fistula. The csf leak is not related to the use of actifuse. While we cannot exclude that the presence of a bioactive bone regenerative materials may have caused an inflammatory reaction, alternative causes, such as patient-, pathology-, and surgery-related causes need to be taken into account. Further clarification regarding infection or inflammatory reaction is required. Baxter is currently in the process of following up with the reporter for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.